Manufacturer narrative:
D4: corrected. H3 and h6: updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to user interface which never came out of reset. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that the device began alarming with an error code 41786 on screen after the firmware update during routine preventive maintenance inspection. There was no patient involvement/no adverse event reported. The high priority alarm could stop the therapy during use.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.